Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. The reported event could not be confirmed. Visual inspection of the received instrument found no damage, the instrument was functionally tested and passed all testing specification with no issue found. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test on multiple attempts with no issues. The instrument was fully functional. No product issue was identified. The information gathered indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer regarding clip application failure, an investigation was completed to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of the unexpected motion is attributed to a partially seated instrument and subsequent disengagement. Unexpected motion is a result of the sterile adapter disk pegs only being partially seated during the instrument engagement routine on the instrument arm. Due to this partial engagement, the input disk controlling instrument grip could disengage sometime after the engagement routine has registered a successful grip engagement and before the instrument is inserted through the cannula. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier instrument arm angle allegedly changed during clip application. The user replaced to the backup instrument and continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no abnormality was found. The customer was unable to confirm if the instrument was unable to apply the clip during actual clip application. The instrument was not damaged. The instrument moved in uncontrolled motion.